Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh was used. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced obstruction and burning sensation. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to pain with sling at (B)(6) hospital.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient undergone a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. It was reported that the patient experienced pain erosion infection urinary problems and dyspareunia. The patient underwent a mesh removal surgery on (B)(6) 2010 by the implanting surgeon. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.